Manufacturer narrative:
The analyzer alerted the operator to sample abnormality requiring further verification prior to reporting. It is common for newborns to have nrbcs present in their blood which are known to falsely elevate wbc counts. Analyzer performed as designed.

Event description:
On (B)(6) 2017 at 10:05 a sample was analyzed for a complete blood count and cell differential. The analysis was judged positive indicating the user was to verify results with a manual smear review prior to reporting. A critical white blood cell (wbc) count of 57.62 x10^3 ul was incorrectly released prior to the manual smear review. The manual smear review revealed a nucleated red blood cell (nrbc) count of 886 requiring the user to calculate a corrected wbc count. The corrected count of 5.8 x10^3 ul was phoned to the clinician on (B)(6) 2017 at 12:55. The clinician began the administration of antibiotics on the patient on (B)(6) 2017 at 15:20. The user stated the clinician incorrectly administered the antibiotics based on the uncorrected wbc value instead of the corrected wbc value. It is unknown if other clinical signs and symptoms warranted the antibiotic treatment. No negative impact to the patient due to the administration of antibiotics was reported.